Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 676 mg/dl. Prior to the event, the customer and roommate ate something that made them both sick. Troubleshooting was reported, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.